Event description:
The device was explanted when it could not be interrogated. It was also noted that the battery had depleted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience was verified in the laboratory. The telemetry anomaly was caused by repeated parity error resets. After the parity error was corrected, the device interrogated normally. The device was tested on the automated test system and detected no anomaly. The device met all specifications. The battery voltage voltage reported by the test system was 3.094v. The device does not have premature battery depletion. The cause of the parity error could not be conclusively determined.